Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter called because when they increased the amplitude of the interstim stimulator, the patient feels heaviness at top of head and deeper tremors in the elbow. After that they turned stimulation down and the patient was fine and it has since resolved. The reason for the call was to ask if the interstim device would affect the output of the deep brain stimulation device. The requested information was reviewed and the caller indicated that the patient has plans to follow up with a physician.